Event description:
It was reported that the pta balloon would not deflate post procedure. The balloon was deflated by pulling negative pressure for a long period of time. The balloon catheter was retracted through the sheath with difficulty. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive, as the sample was not returned as evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.